Event description:
It was reported that high impedance was detected on the patients device. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that the patient's generator and lead was replaced due to high impedance. The explanted products were discarded. No further relevant information has been received to date.